Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she recently went to the emergency room due to a blood glucose level over 400 mg/dl. Customer confirmed that she was wearing the insulin pump at the time of the incident. The customer reported that she was treating the high blood glucose level with the insulin pump but it continued to rise. During the call, the customer also reported that the insulin pump shoots insulin out of the tubing during priming. Blood glucose level earlier in the day of the call was 356 mg/dl. The customer was advised that the insulin pump would be replaced but declined to return the device for analysis.

Manufacturer narrative:
Unit was received with intermittent button response from all buttons due to corroded keypad traces. Unit was received with operating currents within specification. Unit passed self-test, unexpected restart error test and displacement test. However, unit alarmed motor error during basic occlusion test due to faulty force sensor resistor (gold). Unable to perform occlusion test, prime/compromised force sensor system test, excessive no delivery test, displacement accuracy test or verify prime anomaly due to motor error. Unit received with corroded battery tube, cracked lcd window, minor scratches on case, cracked reservoir tube lip, broken belt clip slot, cracked case at display window corners and minor scratches on lcd window.